Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited failure to capture. The lv lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: d4: previously mentioned serial number should be (B)(6) instead of (B)(6).

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. The lead passed the insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis found the lead connector was measured within the product specifications. Visual, x-ray and electrical examination did not find any anomalies. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.